Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was severely calcified arteries. It was reported that after the stent graft was successfully deployed the delivery catheter was difficult to remove from the patient. The physician was able to pull to outer delivery catheter sheath out of the patient leaving the coil trac balloon (inner member) in the patient. The physician compressed the artery and very slowly removed the inner member of the delivery catheter out of the patient. No additional clinical sequelae were reported and the patient is fine.